Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body, distal tip or marker bands. The distal ~2.0cm of the catheter appears to have been steam shaped . The catheter was found partially broken proximal to the distal marker band. Testing/analysis: the echelon-10 micro catheter total length (measured to the proximal marker band) was measured to be ~153.0cm and the usable length (measured to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band damage¿ could not be confirmed; however, damage was found directly proximal to the marker band. Customer reported that the damage was found following tip shaping. Possible causes of the break are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to allowing the micro catheter to cool. The break edge exhibits jagged edges, indicative of tensile failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a right posterior communicating artery aneurysm. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 5mm diameter. It was reported that damage to the imaging point was found during microcatheter shaping. It was also reported that the patient had been undergoing treatment for a posterior communicating artery aneurysm with a diameter of 4.2mm and a neck size of 3mm. The procedure was completed with a new microcatheter. The cause of the damage was not determined. The surgeon did not check the developing point before shaping, and damage was found during the shaping process, but the specific time of damage could not be determined. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.